Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, a cracked case at the display window corners, a cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly and damage. Customer's blood glucose was unknown mg/dl. The customer stated that the inner display cracked all the ways. Customer stated having difficulty seeing anything on display. The customer was advised that the device would be replaced.